Event description:
It was reported that during a laparoscopic sigmoid procedure, the jaws on the device would not close. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
It was reported by the customer that on (B)(6) 2009 the fiber cap detached at 90,242 joules. No injury was reported. An examination, conducted by an american medical systems quality engineer, confirmed that the cap had detached, i.e. The fiber melted and parted at the cap. The shrink tube also melted. The shrink tube and the jacket may have burned.

Manufacturer narrative:
(B)(4) information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The clamp arm be opened and closed properly. There were no anomalies noted with the functionality of the device.